Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: loose stent. Time of device issue: prior to procedure. Adverse event: none. It was reported that after prepping the rx promus stent delivery system (sds), the physician felt that the stent was defective, not intact. The device was not used. A new stent was used to complete the procedure. The patient is in stable condition. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.